Manufacturer narrative:
72404127, 512647016, control pump fgs iz, device incontinence mechanical/hydraulic. 72400024, 523331015, balloon fgs 61-70 cm, device incontinence mechanical/hydraulic.

Event description:
It was reported that patient liaison got a call from patient who states that the artificial urinary sphincter (aus) implanted 12 years ago went south on him and filled his scrotum with poison. Device was explanted. No information about the patient outcome is available at the moment. Should additional information become available, a supplemental report will be submitted.